Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: two (2) controllers (B)(6) were returned for evaluation. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the device passed visual inspection. Functional testing of (B)(6) revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during functional testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the no power alarm performed as intended. Log file analysis revealed that (B)(6) was the patient's primary controller, initially in use during the reported event. Review of the controller log files associated with (B)(6) revealed two (2) controller power-up events, with associated motor start events, logged on 24-dec-2022 at 01:24:06 and 01:24:26. The data point logged prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 21% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point logged after the losses of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for a maximum of 36 seconds. Log file analysis then revealed a controller fault alarm logged on 24-dec-2022 at 02:02:53, indicating an issue with the internal battery. Following the controller fault alarm, multiple vad disconnect alarms, indicating physical disconnections of the driveline from the controller, and a controller power-up event were logged, which correspond with the reported troubleshooting/controller exchanges between the primary and secondary controllers. Two (2) additional controller fault alarms indicating an issue with the internal battery were logged at 03:35:19, and 05:00:35. Log files also revealed that (B)(6) was in use for more than two (2) years. Review of the controller log files associated with con408125 revealed several controller power-up events and vad disconnect alarms logged on 24-dec-2022. Prior to the initial controller power-up event, the controller last had power on 21-jun-2021, indicating that the power-up events and vad disconnect alarms were logged during the controller exchanges. No controller fault alarms, or other anomalies were recorded on (B)(6) . As a result, the reported controller fault alarm event involving (B)(6) was confirmed; however, the controller fault alarm event involving (B)(6) could not be confirmed. A possible root cause of the initial losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the vad disconnect alarms and remaining controller power-up events can be attributed to the controller exchanges between the primary and secondary controllers. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Additional products: (B)(6) ¿ controller 2.0 d9: yes, return date: 09-mar-2023 h3: yes dev rtn to MFR? Yes h6: img code(s): g04035 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c020701, c19 h6: FDA conclusion code(s): d02, d1105, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controllers exhibited controller fault alarms. The patient exchanged the controller at home, then changed the controller back to the first faulty controller. Both the primary and back up controllers exhibited controller fault alarms; both controller fault alarms were suspected to be due to internal battery depletion. The controllers were replaced. No patient complications have been reported, as a result of this event.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #:1420, catalog #:1420, expiration date:30-oct-2020, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by mft: no, device evaluation anticipated, but not yet begun. Mfg date: 04-oct-2019, labeled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.